Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 controller (B)(6) revealed the unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. Caller did not have device or patient with her. The reason for call was caller reported the programmer is not doing anything, the light is solid and device is frozen since yesterday. Caller stated they pushed all the buttons and controller is not responding. Caller stated patient is seen at the va hospital. Patient services (ps) recommend patient call ps with patient and the external devices totroubleshoot. Caller mentioned this happened before and ps sent out a controller for the patient. Caller mentioned the hold time was too long and patient had to leave. Pt called back stating his equipment is frozen and not doing anything. Ps reviewed we need to troubleshoot and pt declined stating he will call back and ended call. Pt called back again stating that they reset the controller all last night, however the controller was blank and wouldn't even charge. Pt was reluctant to troubleshoot the issue with ps. Ps had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt stated that the controller did not power on. Pt confirmed seeing the ac power supply green light on. Pt noted that they needed a hip replacement so they weren't walking so fast right now. A replacement controller was sent to the patient. Additional information was received. Patient reported they received the replacement controller but stated the controller is still blank and unresponsive when he put his li battery pack in. Ps had pt connect the controller to ac power without the li battery and pt verified the controller does power up. Pt put the li battery pack in and stated the green light is flashing. Ps called the patient back to assist in pairing the controller to the ins. Pt was able to connect to charge the ins the controller is 80% the ins is 60%. The issue was reportedly resolved.